Manufacturer narrative:
The customer does not know on which novosyn reference these incident took place: (B)(4). If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that the suture released and an eventration occured. The customer does not know on which novosyn reference this incident took place (B)(4). According to the last information received, the surgeon states that none of the threads were incriminated. No more information has been provided.

Manufacturer narrative:
Analysis and results: we have only received the possible involved codes. There are no previous complaints of any of the possible codes, in the last five years. Without closed samples and/or defective samples a proper analysis cannot be performed. Please note that novosyn® is metabolized to glycolic acid and lactic acid by hydrolysis without causing any enduring change in the region of the wound. About 75% of the original tensile strength remains after 14 days of implantation, about 40-50% after 21 days and about 25% after 28 days. The complete mass absorption of novosyn® takes place at 56-70 days, when the tissue is normally perfused. Novosyn® suture materials are contra-indicated for applications where prolonged support of the wound closure by the suture material is required. Moreover, in the precautions point in the instructions for use of the product it is state that the usage of novosyn® may not be advised in case of elderly or malnourished or debilitated patients, or in patients suffering from diseases or conditions which delay the wound healing process. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.